Event description:
It was reported that the insulin pump was under estimating bolus correction. Customer's blood glucose was 100 mg/dl. Customer stated that her bolus wizard was not delivering the right amount of insulin. Customer stated that this was the issue before and same thing was happening with the replacement pump. Customer declined to do troubleshooting. Customer will monitor the blood glucose and bolus wizard estimates and will call back to do troubleshooting if needed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.